Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint.- asr revision to take place on (B)(6) 2012. Asr xl acetabular system (left). Reason(s) for revision: alval / soft tissue reaction. No lot code provided for corail stem. Update 28 jan 2014 complaint reopened due to remediation project. Update rec'd 16 sep 2014 - scf, lot number for corail stem and therefore manufacturing date, additional hospital. Update 14 mar 2014 - re-assigned for project remediation amendments.

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Asr xl acetabular system (left). Reason(s) for revision: alval / soft tissue reaction. Asr revision to take place on (B)(6) 2012.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation on this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.